Event description:
It was reported that impedances of >40000 ohms were measured on the patient¿s implantable neurostimulator (ins). While performing the impedance check for an upcoming MRI today (area to be scanned: head/brain), it was noted that electrodes #11/12 showed values of >20000 ohms at 1.5 volts. At 3.0 volts, impedances of electrodes 11-0 was 12432 ohms, 12-0 was 32293 ohms, and 11-12 was >40000 ohms. It was noted that the patient had not used the ins for the past 2 months (exact date unknown) as when they started their new medication ("prednoise") it helped with their pain control. The patient was programmed on group b, on program 1 (5+, 6-, 7+) and program 2 (11+, 12-, 13+). Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was further reported that no further diagnostics were done. The cause of the issue was not determined. No interventions were taken other than programming around affected electrodes. The patient was receiving effective therapy.